Manufacturer narrative:
The customer returned test strip lots 453928-17 and 480200-12 for investigation. The returned test strips were measured on reference meters with a high level control sample. Lot: 453928-17 testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.8 inr . Qc 2: 2.8 inr . Qc 3: 2.8 inr . Lot: 480200-12 testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr the obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The test strips were requested for investigation, however, the product has not been returned. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results for one (1) patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory result using neoplastin reagent. The result from the meter was 3.1 inr. The result from the laboratory was 2.3 inr. The samples were obtained within 30 minutes of each other. The warfarin dose was lowered slightly due to the laboratory result. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.